Event description:
A malfunction was reported involving a pump, but no significant events occurred prior. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to contact support if the issue reappeared, which they understood.